Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. (B)(4).

Event description:
During a knee arthroplasty it was noticed that there was no inner sterile barrier for the tibial component. Another of the same size tibial component was available and used to complete the procedure without delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual inspection of the implants and packaging found that the packaging had been opened, the outer blister has the tyvek peeled open with the inner retainer and ziplock inside. The locking bar and tray have some water spots likely from decontamination. The inner blister and tyvek were not present with the returned parts. Review of the DHR show that the components were issued to this order, therefore, this complaint report is non-verifiable. Review of manufacture records indicates this part was conforming when it left zimmer biomet control.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined to be not reportable as this component did not cause serious injury and is not considered likely to cause serious injury.